Manufacturer narrative:
The first drug eluting balloon got stuck inside the 6fr arrow, it didn¿t reach the lesion. The second drug eluting balloon passed up to the lesion but after the inflation we had a difficulty in removing the devices. Device evaluation: a visual and tactile inspections were performed on the device. The usable length was measured (B)(6) and found higher than specification due to a stretched area in the shaft at 62 cm of the usable length. The balloon was found folded. It was possible neither to flush the guide wire lumen but ,035¿¿ guide wire passage failed due to shaft damaged. In order to verify the correct profile of the balloon, the device was inserted in a 6f cordis introducer sheath. No resistance was felt both during insertion and extraction. The crossing profile was measured at the proximal balloon welding, in the central part and distal part of the balloon. All the measurement taken were compliant with the maximum crossing profile. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to treat a moderately calcified lesion with severe tortuosity in the left sfa using 2 in.pact admiral balloon catheters. It was reported that the devices failed to cross the lesion, after some attempts finally the dcb got into position and deployed. But the distal part of the shaft was kinked and deformed and while removing the balloon the physician had a lot of difficulties. Prior to using the 6 mm in.pact admiral the physician used a lutonix 6 mm and it crossed the 745 arrow with no difficulties. There was resistance during advancement. Device did not pass through a previously deployed stent. The aortic bifurcation has an acute angle, so physician had difficulty passing the shaft of the dcb through the 645 arrow. Physicians made a crossover technique to insert the dcb. At the same time physician opened a lutonix dcb of bard and it went easier inside the arrow. There was no injury to patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.